Event description:
During a dental examination the dental professional noticed a cosmetic anomaly on tooth number 14. During further examination it was discovered the abutment had fractured. The dental professional cut an access hole in the crown and removed the abutment. The abutment was replaced with another manufacturer's abutment. There was no effect to the pt.

Manufacturer narrative:
On (B)(4) 2011, whip mix received a call from the dental lab that his customer (a dental professional) had a fractured abutment mfg by whip mix. Whip mix contacted the dental professional and discussed the situation. The dental professional said that during an examination of a pt he noticed a cosmetic anomaly and found the abutment fractured (the abutment had been seated for about three (3) months. The dental professional cut an access hole in the top of the crown, removed the abutment and replaced it with another manufacturers abutment. At no time was there any adverse effect to the pt.